Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Water tightness was not maintained due to holes in the bending section cover caused by external factors. White scratches were found on the image. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover adhesive was missing. The operation when fixing the angle of the operation part was heavy. Water tightness was not maintained due to holes in the universal cord due to external factors. There were scratches on the operation part, grip, up/down/right/left plates, black cover, video cable, video connector side, video connector, and light guide cover glass due to external factors. Characters on the black cover may have disappeared due to handling. The video connector, light guide connector, and video connector case may have been scratched due to external factors. The video connector case was cracked due to an external factor. The label on the video connector was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the tip on the endoeye flex deflectable videoscope had an air leak. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the objective lens was peeling off due to deterioration. This report is to capture the reportable malfunction of the adhesive on the objective lens was peeling off due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.